Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior spinal fusion at th11-l4 due to l2 compression fracture. Post-op, side rod skipped at l2 in the initial surgery was broken. It was considered that the rod was broken due to unsuccessful bone union. Fragments remained inside the patient. The product came in contact with the patient. Patient had low back pain. Revision surgery will be performed on (B)(6) 2016 using mrc and 4 rods. Patient underwent a revision surgery on (B)(6) 2016. The fractured rod was not removed and two 6.0mm rods were additionally placed with connector.